Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) was returned for investigation. Visual inspection of the returned product identified wear and debris about the implant threads and drive feature. The product matched print specifications where measured against production drawing. The reported product was located on tooth # 27 and used for approximately 1 month. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that after placing the implant, the patient develop swelling of lower lip. The reported complaint could not be verified with the information provided, and following inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) k011028 / k013227.

Event description:
It was reported that after placing the implant the patient developed an infection. Swelling of lower lip after placement of implant. The implant was extracted.